Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data:these dates were inadvertently reported as dec 19, 2018 and dec 17, 2019 respectively. The correct date is dec 18, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown t-pal implant/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: on an unknown date approximately 4 years ago, the primary posterior lumbar interbody fusion (plif) surgery was performed to implant the 7mm diameter screw into the patient¿s lumber l4/5 as well as an unknown t-pal. After the primary surgery, the patient developed adjacent segmental diseases. The patient required revision surgery which was performed on (B)(6) 2018 to remove four 7mm screws from l4/5. The patient was revised to 8mm screws. No further information was provided by the hospital. This report is for an unknown t-pal implant. This is report 1 of 1 for (B)(4).